Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by technician, the functional testing revealed that the control unit did not work properly due to lack or inappropriate care and maintenance. The device was repaired by replacing several components and returned to the customer on 02/8/2013. Placeholder.

Event description:
The customer reported that the epen stopped working in the middle of the surgery. It was tested with and without attachments and during the test, it stopped again for no reason. It was carefully washed and decontaminated (not sterilized) so the handpiece was not hot and it was dry. It did not worked again, during this test, again with and without attachment." During service technician found control unit defect and motor blocked. This is report 1 of 1 for complaint (B)(4).